Event description:
The patient reported shock at the end of the lead. The waa parameters were low. The pain the patient was complaining about was felt when the device was off. An explant procedure was performed on (B)(6), 2022, and no further issues have been reported.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, the incident taking place during the implant procedure, using the waa when the incident occurred, implanting the device at an off-label location, and inadvertently puncturing a bone or tissue during the procedure were ruled out as potential causes. The lead did not migrate. The patient had a collapsed arch and fusion with two broken screws. Additionally, the patient has been inconsistent with their temperament and their emotional state varies from super happy and getting relief to angry and wants removal. The stimulator is used to treat pain. The cause of the shock sensation is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.